Event description:
It was reported that in preparation for a procedure a versacross sheath was selected for use. When the device was unpacked during pre-operative preparation, the three-way stopcock was damaged. The device was replaced with another lot of the device, and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.